Event description:
It was reported that replace sensor now occurred. The sensor was inserted into the arm on (B)(6) event of a replace sensor now is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.